Event description:
Additional information received identified that the s1 lead had migrated and there were no known allegations of deficiency against the ipg.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2024-00424. It was reported that patient will undergo surgical intervention. Additional information is pending to determine the date and reason for the surgical intervention.

Manufacturer narrative:
A patient is awaiting a system explant was reported to abbott. It was determined the s1 lead had migrated. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted to address the issue. There were no known allegations of deficiency against the ipg.